Event description:
It was reported that during a lap appendectomy procedure, the cartridge blew apart. They had to pick pieces of the cartridge out of the patient's abdomen. They got a new device to complete the procedure. There were no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.